Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-02326. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient presented due to stable angina (ccs classification 2) and was referred for cardiac catheterization. The target lesion was a de novo ostial bifurcated lesion located in the left main coronary artery (lmca) with 70% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of two 3.00x16mm promus element stents in an overlapping fashion. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and clopidogrel. In feb 2013, the patient was presented to hospital and underwent angiography without revascularization which revealed in-stent restenosis of the study stents. The event was considered not recovered/not resolved.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).